Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The unit was delivered to the customer on may 27, 2016. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: it was caused by the malfunction of the integrated system used, and there is no abnormal in the said device. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
As part our investigation, the technical assistance center assisted the customer with troubleshooting. The customer reported that there was no scope image or color bars on four different nds surgical monitors. Upon further investigation tac found out that the customer had an integrated room with a pentax integration system used for video routing. Tac went through the system inspection with the facility¿s biomed and it was determined that the pentax system was powered off. The biomed powered the system on and the image issues resolved. The unit will not be returned for evaluation.

Event description:
The service center was informed that there was no video on the 190 series scope system. There was no patient involvement.